Event description:
This spontaneous report was received on (B)(4) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care, fluoride for general oral hygiene (route: dental, lot number 2442d, frequency and expiration date unspecified). After an unspecified duration, he stated that the entire metal cutter fell off while dispensing. Consumer stated that, the metal cutter came apart when he tried to cut the floss on it. He tried to get it back together and it did not stay. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 20-jun-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-may-2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care, fluoride for general oral hygiene (route: dental, lot number 2442d, frequency and expiration date unspecified). After an unspecified duration, he stated that the entire metal cutter fell off while dispensing. Consumer stated that, the metal cutter came apart when he tried to cut the floss on it. He tried to get it back together and it did not stay. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states. Additional information was received on 10-jun-2014. The return sample had not been received. A review of the data revealed no unfavorable trends and no trend involving the lot number 2442d. The retained sample was visually analyzed by appearance and all test results were within specifications. A device history record review was performed and no non-conformances or abnormal situations were found. The review of the device history, retained sample, manufacturing related issue and trend analysis did not indicate that the product failed to meet specification. The complaint was closed with a disposition of undetermined. The device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 22-jul-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2014 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care, fluoride for general oral hygiene (route: dental, lot number 2442d, frequency and expiration date unspecified). After an unspecified duration, he stated that the entire metal cutter fell off while dispensing. Consumer stated that, the metal cutter came apart when he tried to cut the floss on it. He tried to get it back together and it did not stay. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states. Additional information was received on 10-jun-2014. The return sample had not been received. A review of the data revealed no unfavorable trends and no trend involving the lot number 2442d. The retained sample was visually analyzed by appearance and all test results were within specifications. A device history record review was performed and no non-conformances or abnormal situations were found. The review of the device history, retained sample, manufacturing related issue and trend analysis did not indicate that the product failed to meet specification. The complaint was closed with a disposition of undetermined. The device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on 10-jul-2014. Returned sample received on 30-jun-2014 was received opened and used. Sample failed to meet specification by appearance evaluation since the insert with the cutter part broke off. The complaint was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.